Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal right coronary artery (rca). A 2.50x16mm promus premier¿ stent was advanced to treat the lesion, however, the stent came off the stent delivery system balloon and was lodged in the proximal rca. The physician tried to snare the dislodged stent but it was unsuccessful. A balloon catheter was advanced and inflated to tack up the dislodged stent against the artery wall. The procedure was completed with an implantation of another 2.50x16mm promus premier¿ stent. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and not returned for analysis. On initial analysis, the balloon cone profiles were reviewed and the balloon was subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal right coronary artery (rca). A 2.50x16mm promus premier stent was advanced to treat the lesion, however, the stent came off the stent delivery system balloon and was lodged in the proximal rca. The physician tried to snare the dislodged stent but it was unsuccessful. A balloon catheter was advanced and inflated to tack up the dislodged stent against the artery wall. The procedure was completed with an implantation of another 2.50x16mm promus premier stent. No patient complications were reported and patient's status was fine.